Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: not provided. Omnipod software app version: not provided. Operating system: not provided. Hardware: not provided. Cgm sensor type: not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient visited the emergency room (ER) due to high ketone levels on (B)(6) 2026. The patient's blood glucose levels were not reported, but it was reported that the patient¿s ketones reached 6.6 mmol/l. The patient had been wearing the pod between 5 and 24 hours. The patient was transported to hospital via an ambulance. Symptoms reported included high ketones. The patient was treated with insulin. The patient left the emergency room 10 hours later. The pod was removed at the hospital.